Event description:
It was reported by service report that the stretcher goes into trend and the head end was drifting down slowly. It is unk if there was pt involvement, however, no adverse consequences are reported.